Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 636096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included leg pain, dvt, calf swelling, thrombophlebitis and fibroids. Concomitant products included escitalopram oxalate (lexapro) from (B)(6)2009 to (B)(6)2009, hydrocodone bitartrate;paracetamol (norco) from (B)(6)2015 to (B)(6)2015, levofloxacin (lovenox) from (B)(6)2009 to (B)(6)2015, minerals nos;vitamins nos (natalcare) from (B)(6)2008 to (B)(6)2008 and warfarin sodium (coumadin) from (B)(6)2015 to (B)(6)2015. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced depression ("psych injury related to essure/ psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the depression, vaginal haemorrhage, dysmenorrhoea and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6)2018, (B)(6)2009. The plaintiff received treatment for menorrhagia. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. In the right and left fallopian tube with 2 coils being seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: depression, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 636096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included leg pain, dvt, calf swelling, thrombophlebitis and fibroids. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2009 to (B)(6) 2009, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2015, levofloxacin (lovenox) from (B)(6) 2009 to (B)(6) 2015, minerals nos; vitamins nos (natalcare) from (B)(6) 2008 to (B)(6) 2008 and warfarin sodium (coumadin) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psych injury related to essure/ psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the depression, vaginal haemorrhage, dysmenorrhoea and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2018, (B)(6) 2009. The plaintiff received treatment for menorrhagia. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. In the right and left fallopian tube with 2 coils being seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: depression, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), dysmenorrhea (cramping), mental anguish. And previously reported event-psych injury were updated to event-depression. Reporter information, medical history, concomitant drug, events onset date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2018, (B)(6) 2009. The plantiff received treatment for menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Insertion and removal date updated. Events added- abdominal pain, menorrhagia, psychological trauma. Outcome of events ¿pelvic pain¿ updated to ¿recovered / resolved¿.follow up 1&2 processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.